Event description:
A surgeon reported that an intraocular lens (iol) was replaced with a different model five days following initial cataract surgery. The iol was replaced due to the pt's complaints of pain and glare that developed immediately following surgery.